Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc breast implant (l) and an unspecified mentor saline breast implant (r) and experienced bilateral deflation. As a result, the patient will undergo removal on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
On apr 27 2020, additional information was received indicating the patient's explantation surgery has been canceled. No new surgery date has been provided as of yet. Manufacturer¿s reference number: (B)(4).